Event description:
It was reported that metal debris such as an electrode of the wand was fell off into the patient knee. The wand didn¿t generate output energy when the problem was occurred. The metal debris was removed from the patient. There was no reported patient injury. The surgery was completed with a back-up wand.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrode wear with contamination/discoloration on screen and scratch/scuff marks on the spacer and the return electrode. A part of the screen is detached. The insulation around the shaft is in good condition and not compromised. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation, the wand was plugged into a known good generator. The device was activated in saline solution at default and maximum settings and produces plasma as intended. The suction tube was tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. These devices are not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to rate of ablation. Power settings. Prolonged use against dense or bony surfaces. Suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into distribution.